Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The same day, the patient was hospitalized for the event for 3 days. The cause of the peritonitis event was unknown. The patient was treated with vancomycin and zosyn intravenously (IV) in the hospital; start date, end date and dose were unknown. At the time of this report, the patient was on vancomycin and fortaz, intraperitoneal (ip, 2 grams, for three weeks. The patient was recovering from the peritonitis event. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 2 of 2 involved in this peritonitis event.